Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that a definitive cause for the single leaflet device attachment (slda) could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the deployed clip ((B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. This required an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system ((B)(4)) was advanced to the mitral valve. Leaflet insertion was confirmed and the clip was deployed without issue with an mr reduction of 1-2. Approximately 5 minutes after deployment, it was observed that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. A second cds was advanced to stabilize the slda clip, however, the clip did not open. The cds with undeployed clip was removed. A new cds was used successfully, reducing the mr to 1-2. The slda clip was confirmed to be secure and the patient was stable post-procedure. No additional information was provided.